Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to a blank display. The unit was received with a minor scratched lcd window, a cracked case at the display window corners, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called to report that the insulin pump was blocked and had a blank display. Customer also reported that it was impossible to use the device. Customer's blood glucose reading was unknown. No further details were provided.